Manufacturer narrative:
Per the t:slim x2 user guide, ¿for adults (ages 18+) only sites on the belly are approved for sensor insertion.¿ per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost cost connection with the pump for an indeterminate amount of time. Reportedly, the transmitter was being worn on the back of the customer's arm, and was not within line of sight of the pump. After moving the devices within line of sight, the issue persisted. Customer declined further troubleshooting with tandem technical support, and declined to provide further information. No additional patient or event information was available.